Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:305604, batch#:unknown. It was reported by customer that the lids are not closing/locking correctly. Verbatim: rcc received a complaint via email. Email(s) attached. Please be advise our customer is reporting a product complaint for item 305604. The lids are not closing/locking correctly. Below is a screenshot of the photos provided by the customer. Are returns needed for further research? One of our po's the product was ordered by is 4531929349.

Manufacturer narrative:
(B)(4) follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to (B)(4).

Event description:
No additional information was provided.